Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 4:00 am, the patient reported feeling nauseous and began vomiting. At that time, the cgm was displaying a glucose reading of 108 mg/dl. No bg meter comparison value was available. The patient was wearing a tandem insulin pump and proceeded to the emergency room (ER) for evaluation. Upon arrival at the ER, the cgm continued to show readings around 100 mg/dl, while the bg meter indicated a value of 500 mg/dl. The sensor was removed, and the patient was treated with IV fluids and insulin. Bg meter readings were monitored every four hours. The patient was discharged home the following day around noon, with a bg meter reading of 190 mg/dl. At the time of the report, the patient was described as ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.